Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting the customer was instructed to perform a pump reset to resolve the issue. Additionally, the pump was hot to the touch while charging. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose was between 123-124 mg/dl.